Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to voiding dysfunction. It was reported that patient underwent mesh removal on (B)(6) 2011. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder calculi, vaginitis, urinary tract infection, and stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, dyspareunia. It was reported that patient underwent mesh removal (partial) on (B)(6) 2013 due to in part, based on physician recommendation. No additional information was provided.